Event description:
A home peritoneal dialysis pt reported that about half an hr after she completed her treatment, the cycler overheated, causing the plastic tray organizer to warp and the solution bags to fuse together at the edges. The pt had already been disconnected from the cycler so there was no serious injury or illness. The pt did manual exchanges until she rec'd another cycler.